Event description:
It was reported that during vascular access establishment procedure, the subject guidewire got fractured. Ultimately, the physician successfully retrieved the fractured subject guidewire using a retriever stent as an assist device. Then the subject device was replaced, and the procedure was completed successfully. The hospital reported this incident as an adverse event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken/fractured during use could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that during vascular access establishment, the subject guidewire got fractured. Ultimately, the physician successfully retrieved the fractured guidewire using a retriever stent as an assist device, then replaced it with a new guidewire and completed the procedure smoothly. Additional information received indicates that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the device was prepared for use as per the directions for use and the patient's anatomy was severely tortuous. The device was not returned for analysis. However, a review of the available information indicates that the patient's anatomy was severely tortuous. Tortuosity too the anatomy can cause additional friction and stresses on the guidewire during advancement and manipulation to the target vessel, which can lead to fracture of the guidewire ID the device is advanced or manipulated against resistance. It is probable in this case that the severely tortuous nature of the patient's anatomy may have caused or contributed to the reported guidewire fracture. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of procedural factors will be assigned to the reported guidewire broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during vascular access establishment procedure, the subject guidewire got fractured. Ultimately, the physician successfully retrieved the fractured subject guidewire using a retriever stent as an assist device. Then the subject device was replaced, and the procedure was completed successfully. The hospital reported this incident as an adverse event.